Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose/flush drive support disk. The motor was tested outside the device and passed. The insulin pump was unable to complete the prime test due to protruded/loose drive support disk. The insulin pump was received with missing end cap sticker, minor scratches on liquid crystal display window and cracked battery tube threads.

Event description:
The customer reported a motor error alarm as well as a no delivery alarm on the insulin pump. The customer's blood glucose was 150 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.